Event description:
Allegedly the following occurred: the pt was returned to the or approx. 18 hours post-op, for bleeding from staple line. Staple line was oversewn. Approx. 600cc blood loss. No device, no lot number available.